Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator reporting a user interface (ui) board and lcd that are faulty and is requesting clarification on 1st and 2nd generation compatibility. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was advised that the 2nd generation ui pcba is backward compatible with the 1st generation ui displays, and that the 1st generation ui board is no longer in stock. The customer acknowledged and was provided the part ID for the 2nd generation ui pcba.